Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: unknown, as information was requested but not provided section d6b - explant date: not applicable, lens remains implanted, therefore not explanted. Section e1 - telephone number: (B)(6). Device evaluation: visual inspection under magnification was performed on the suspect product and found a crack on the cartridge that extended to the cartridge tip. Ovd was observed inside the cartridge. The lens module was inspected an no further issues were identified. No further evaluation was performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that a crack was observed in the cartridge of an intraocular lens (iol). The lens had already been implanted and was in the eye at the time the issue was identified. No injury or patient impact was reported. The return product analysis found a crack on the cartridge that extended to the cartridge tip. No further information was provided.